Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found no broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to the customer not returning the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's mother that the sensor was broken. The customer's mother stated they noticed it was not blinking when connecting the sensor. Advised customer the device will be replaced and return it for analysis. The customer's blood glucose was unknown.